Event description:
Boston scientific received information that during threshold testing with this pacemaker, when the stop test button was pressed on the programmer, a delay was observed in stopping the test resulting in a pause in pacing for an uknown duration requiring stat pace to be pressed. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about how to get back to the previously programmed parameters and inquired about telemetry issues. The hcp reported that stop test was pressed four times before the threshold test ended. Ts discussed threshold test steps. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.